Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation (h6/h10). A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause could not be determined. It is likely water invaded the scope connector while the user was handling the device, which led to an abnormality in the electrical parts and resulted in the displayed error message (e315). The event can be detected by following the instructions for use (IFU) which state: "inspection of the endoscopic image". The event can be prevented by following the instructions for use (IFU) which state: "when attaching the connector cap of the leakage tester (mb-155) to the venting connector of the endoscope, make sure that both the connector cap and the venting connector are thoroughly dry. Water on the surface of either component may enter the endoscope and could cause endoscope damage. Do not attach/detach the leakage tester while the endoscope is immersed. Attaching/detaching under water could allow the water to enter the endoscope, resulting in endoscope damage." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device is returned, and an evaluation completed for it. The user¿s complaint was confirmed. Upon inspection and testing, it was observed that there was no image, switch function (sw1 and sw4), or scope ID received for the device. Water invasion in control body, scope connector, and bending section was observed. Due to water invasion, there was an electrical continuity error. Once the device was aerated, image, switch function, and scope ID was available. Other observations for the device: insertion tube has dents; dent in boot; chips on distal end cover (c-cover); c-cover insulation failed test; adhesive of distal end rubber coating (a-rubber) has crack; charge couple device (ccd) shrink tube cut; control knob has grinding; and angulation is low. Evaluation is ongoing. Supplemental report(s) will be submitted when any relevant new information is available.

Event description:
As reported for this event by the customer, during preparation for use, the evis exera iii bronchovideoscope device received an e315 scope error with no image available. There is no patient involvement.